Event description:
Customer stated "cord shorted out and burnt in half. Wires leading into the pad are scorched. Left burn marks on her sheets. Control is all black." The product was returned for investigation. The product was approx. 5 years and 10 months old when the incident occurred. Upon further investigation into the customers complaint, the inspector found that the cord had a small burn right by the strain relief. This is likely due to excessive bending of the cord over an extended period to time. Customer did not claim any injury. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.